Manufacturer narrative:
Date of birth: (B)(6) 1959. Exact day was not provided. Patient weight: asku - asked but unavailable. Email address: unknown/not provided. Telephone number: (B)(6). Date of event: unknown, not provided. The best estimate date is between 10 nov 2021 and 29 may 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained about starburst and halos post intraocular lens (iol) implantation. As a result of the severe starburst, patient's nighttime activity was significantly affected. It was indicated that the surgeon monitored the symptoms for over four (04) months prior to deciding on explanting the lens. There was no reported incision enlargement, sutures, or vitrectomy. The replacement iol was a different model lens with 0.5 diopter power difference. No starburst issue has been experienced post iol replacement. The following visual acuity readings (far) were provided: 0.6 pre-operative and 0.8 postoperative. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: jul 6, 2022 section h3: device returned to manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.